Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left anterior descending artery with heavy tortuosity and mild calcification, pre-dilatation was performed with a trek balloon. A 2.75x33 rx xience prime stent delivery system (sds) was advanced with slight resistance, little force was applied and a small dissection occurred. The 2.75x33 rx xience prime stent was deployed and a 2.5x12 rx xience prime sds was advanced and implanted to cover the dissection. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The instructions for use states that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.